Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was acutely ill, there was a septic picture, but the decompensation had happened over the course of 2 hrs. The patient was admitted into the intensive care unit on (B)(6) 2024 and remains there. The source of infection was e. Coli bacteremia. The patient was in severe septic shock and had elevated white blood cells. The infection was treated with vancomycin and the patient remains in septic shock. The patient was put on supportive care for multisystem organ failure. Originally their low flow alarms were due to hypertension but continued low flow alarms were due to collapse of the patient's left ventricle and right ventricle failure. Low flow alarms did not resolve and a low flow reprogram for the system controller was requested and completed. The hospital was unable to asses patient symptoms because they were on continuous renal replacement therapy, vent, intubation, inotrope support, and multiple drips. The patient had renal failure with an onset date on (B)(6) 2024 and the failure was not caused by device therapy. The patient had an acute elevation of creatine and was not producing urine.

Event description:
The sound was identified to be coming from the patient's implantable cardioverter defibrillator(ICD)/permanent pacemaker. The patient had a history of ventricular tachycardia and had an ICD implant prior to left ventricular assist device (lvad) therapy.

Manufacturer narrative:
Section b1: report type corrected. Section b2; outcomes corrected. Section d1: brand name was corrected. Section d4: UDI was corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted log files revealed numerous low flow alarms. No other unusual events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction (including right heart, respiratory, renal, and hepatic failure), infection, sepsis, and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 4, "system monitor", and section c, "safety testing and classification," state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section 6 of the IFU also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 6, "patient care and management," warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. Section c, "safety testing and classification," states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.